Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 4/7/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: upon evaluation the plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process was identified. All the components were correctly assembled, and the pushrod looked centered. Traces of lubricating material were observed in the cartridge. The lens was not received for evaluation. Cartridge tip damaged condition was identified. Based in the analysis and as the lens was not returned for evaluation, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was torn. There was no patient contact, the lens was not inserted. The iol torn was observed during handling. No additional information was provided.